Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for batch 20h06ge271, there is no abnormality and no such defect detected at in process and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in ecuador: "overinfusion". According to the customer: started therapy on june 1st at 17:45 pm. Removed equipment on june 3st at 08:00 am, which is an infusion time of 38.25 hours and the infusion should have lasted 48 hours. Infusion of the drug 5-fluorouracil.